Event description:
A 28 mm diameter x 16 mm diameter x 13.5 cm length aneurx bifurcated stent graft and its components were implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm morphology is unk and the pt's iliac arteries were reported to be small, tight and tortuous. It was reported that during deployment of the bifurcated stent graft, it was moving upwards and the physician compensated for that by pulling the delivery system downwards in order to deploy the stent graft at the desired location; however, the stent graft ended up a centimeter above the renal arteries. A wire and a catheter were used to go up and over the stent graft bifurcation and pulled it down below the renal arteries. Final angiogram showed both renal arteries were patent. No additional clinical sequelae were reported and the pt is fine.

Manufacturer narrative:
Evaluation results. Inherent risk of procedure (arterial occlusion). Pt's condition affected effectiveness of device (small, tight and tortuous iliac arterial). Conclusion: device failure/lack effectinveness related to pt condition (small, tight and tortuous iliac arteries).